Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of a large unruptured saccular aneurysm measuring 14mm x 5mm located in the ophthalmic segment of the left ica (internal carotid artery). The patient was given dual anti-platelet therapy. On (B)(6) 2013, the patient underwent pipeline embolization treatment involving one pipeline (3.75mm x 25mm). During the procedure, the pipeline required balloon angioplasty (an option presented in the instructions for use, u.s.) To achieve full wall apposition. Post angiogram showed an eclipse and slow flow into the aneurysm. The patient woke up without deficits. No patient injury was reported as a result of the procedure.